Event description:
Facility concerned about possible program change. Nurse programmed in pounds instead of kilograms. Facility would like full eval of logs and device. Pt is fine.

Manufacturer narrative:
The eval is currently underway. A follow-up report will be initiated when the mechanical eval is complete.